Event description:
It was reported that coil protrusion from the target vessel and vessel occlusion occurred. The target lesion was located in the abdominal aorta. During the procedure, a 5f catheter sheath was inserted. A non boston scientific guidewire was entered into the upper segment of the abdominal aorta together with a catheter. Aneurysm dilatation on the the lower segment of the abdominal aorta and the left common artery was revealed by angiography. A single curved angiography catheter along with the guidewire was implanted on the left internal iliac artery. A 6mm x 20cm interlock-35 was selected for use to embolize the internal iliac artery. However, when the coil was deployed, it was noted that the coil was released from the interlocking arms and was placed in an unintended location. The guidewire came out directly from the distal end and the coil remained in the internal cavity. The device was removed manually, and the tumor was treated with another of the same device. Angiography showed that vessel occlusion occurred and there were no signs of contrast agent overflow. There were no further complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned. Therefore, the functional test could not be performed due only the main coil was returned. It is observed that the main coil was detached, bent and stretched at the coil arm and primary coil section. No other issues were identified during the product analysis.

Event description:
It was reported that coil protrusion from the target vessel and vessel occlusion occurred. The target lesion was located in the abdominal aorta. During the procedure, a 5f catheter sheath was inserted. A non boston scientific guidewire was entered into the upper segment of the abdominal aorta together with a catheter. Aneurysm dilatation on the the lower segment of the abdominal aorta and the left common artery was revealed by angiography. A single curved angiography catheter along with the guidewire was implanted on the left internal iliac artery. A 6mm x 20cm interlock-35 was selected for use to embolize the internal iliac artery. However, when the coil was deployed, it was noted that the coil was released from the interlocking arms and was placed in an unintended location. The guidewire came out directly from the distal end and the coil remained in the internal cavity. The device was removed manually, and the tumor was treated with another of the same device. Angiography showed that vessel occlusion occurred and there were no signs of contrast agent overflow. There were no further complications reported and the patient was stable post procedure.